Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt rec'd a pump exchange due to a suspected blood clot.

Manufacturer narrative:
The device was successfully exchanged with another lvad and the pt remains ongoing on lvad support w/o any further issues. The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.